Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 701. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 701 was confirmed and duplicated by baxter personnel during product evaluation. The root cause was assigned to the missing u12 software. The u12 software was installed to correct this condition. Additional investigation is being conducted through (B)(4).